Event description:
It was reported the device begins to power on, but then it just shuts down. The battery was replaced, and the battery voltage checked, and found to be 9.2v. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases, two side bail covers, and battery drawer were also found to be broken.